Event description:
It was reported that the tip of the torque wrench fractured during surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the customer reported event of the hex tip breakage of the xia 3 titanium torque wrench was confirmed via a visual evaluation. Customer reports have confirmed that the hex tip of the torque wrench was left inside the patient. This type of breakage has been investigated and addressed under CAPA 2013-011; the root cause was an inadequate heat treatment process in 2007, resulting in embrittled parts. The material was not heat treated correctly resulting in high hardness (which makes the metal brittle). The causes identified in this CAPA are all consistent with the findings presented in the third party performed analysis. Additionally, the manufacturing records of this sample were also reviewed and all units within the lot were inspected and accepted per stryker specifications. Conclusion: this testing concluded that the breakage was due to semi fragile sudden rupture process initiated by a significant notch effect. The breakage was initiated precisely at the filet zone of the shoulder between the hexagonal extremity and the 8.5mm diameter zone. Also, the radius of the filet was very low, but still within the specification of the drawing.

Manufacturer narrative:
Method: device history review; device inspection; risk assessment; complaint history review. Results: the hex-tip on the returned instrument was confirmed to be broken. The torsion shaft used in lot r12a646 was manufactured by lab medical and heat treated by (B)(4). Lot r12a646/12a646 was recalled as part of ra2013-105. CAPA, (B)(4), was initiated to investigate the recurrent issue of hex-tip breakage on xia 3 titanium, xia 3 titanium short, xia ii and mantis redux torque wrenches. The main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement (high hardness). Conclusion: the main cause of the breakage was determined to be the incorrect heat treatment of the torsion shaft material which resulted in embrittlement (high hardness).

Event description:
It was reported that the tip of the torque wrench fractured during surgery.